Event description:
It was reported that the implant at tooth site #14 was removed do to a fractured implant platform. An additional appointment was required to replace the implant at a different date.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.